Manufacturer narrative:
Date sent to the FDA: 10/20/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia with mesh infection following surgery.

Manufacturer narrative:
Date sent to the FDA: 6/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted he had to lyse the dense adhesions from the omentum. The outline of the previous underlay mesh could clearly be seen in the abdominal wall. He felt comfortable excising the mesh and scar tissue which incorporated multiple sinus tracts to the skin which were draining purulent material near the midline. It was reported that the patient experienced severe pain, inflammation, nausea, scarring, disfigurement, stress and anxiety. No additional information was provided.